Event description:
The facility reported a pump with failure code 403:317:864:0000. It is unk when this failure code occurred. There was no pt injury or medical intervention necessary according to the hosp rep.